Manufacturer narrative:
The harmonic ace instrument was returned for failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece approximately 0.4265" x 0.0755" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument has not been returned to intuitive for failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of the harmonic ace instrument broke, and a fragment fell inside the patient while the surgeon was grasping tissue. The surgeon speculated that a quality issue caused the breakage. The fragment was successfully retrieved by the assistant using another instrument, and visual confirmation ensured that no fragments remained inside the patient. The procedure was completed robotically using a backup harmonic ace instrument, and there were no post-surgical complications reported. No additional surgical procedure was required, and no post-operative tests were performed.